Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving infumorph (10 mg/ml at 0.621 mg/day) via an implanted pump. The indication for pump use was malignant pain. It was reported that the patient¿s pump and catheter were going to be explanted on (B)(6) 2019 due to an infection at the pump pocket site. The event date was noted to be (B)(6) 2019. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue and it was unknown if any diagnostics/troubleshooting was performed. The issue was reported to be resolved at the time of this report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.